Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10mmx3.00 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon entering the body, the balloon was inflated 2 to 3 times but did not fill properly and could not be used. The balloon was removed from the body, and upon inspection, it was found to have burst and leaked immediately. The device was removed successfully from the patient, and the procedure was completed with another of the same device. There were no complications, and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.